Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer contacted the customer care solution center and alleged that the bed hook handle had detached from the complaint device, causing the device to fall. The complaint device was not in clinical use at the time that the issue was discovered.